Event description:
Additional information: patient symptoms "responded with 5 days of corticoid" but the patient has had isolated episodes until 20 months later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of edema and pain: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the nasogenian groove, lower lip and dark circles. About a month later, the patient developed edema and pain in all injection sites. Patient was treated with corticosteroid and the symptoms "regressed" after 2 days. The patient had a total of 5 episodes over the next 10 months after injection and "not all sites were affected at the same time." Five of the episodes had "more severe edema" and 5 of the others were "smaller proportions." Patient was given corticoid for the 5 "major episodes."the patient's latest episode was "of lower proportion with spontaneous resolution." It was noted that "there was no complete resolution of the case." The patient still develops events of low intensity. Patient was also treated with antibiotics and the "situation was stabilized." However, the patient has again developed edema in the same region one and a half years after the injection. Patient was treated with antibiotic and corticosteroids and symptoms resolved 5 days later.